Manufacturer narrative:
A field service engineer was dispatched to the customer site and determined that the customer was using non-asp parts. The catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the odor/smells/haze/mist issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells/haze/mist issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells/haze/mist issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter, and vacuum pump oil were not returned for further evaluation. The assignable cause of the odor/smells/haze/mist is likely due to the catalytic converter, oil mist filter, and vacuum pump oil which were determined to be non-asp parts. The asp field service engineer replaced the parts with asp parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an ¿odor¿ or smell and ¿mist¿ or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.